Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant and abutment for a fixed temp bridge were placed in the left distal area in the mouth, the implant failed to integrate in type IV bone. Clinician noted patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant and abutment for a fixed temp bridge were placed in the left distal area in the mouth, the implant failed to integrate in type IV bone. Clinician noted patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).